Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt who developed epithelial ingrowth seven days post a flap lift enhancement procedure in the right eye. Additional info provided states that an irrigation procedure was performed at the slip lamp to remove cells at a follow up visit. The pt was noted to be stable and is not longer using eye drops.